Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted, and the hard drive, battery charger, and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a charger failure and locked up. No pt injury was reported.